Event description:
The surgeon reported that during cataract surgery with implantation of the istent in the pt's left eye, the visualization started out good and then mild bleeding started to obstruct visibility. While regrasping the stent a cyclodialysis cleft was inadvertently created and the stent fell into this space. Irrigation/aspiration was performed and the stent was not retrievable. As the one-day postoperative visit the pt was doing very well and had no discomfort. There was no significant info, no heme in the anterior chamber, visual acuity was the same as fellow eye on day 1 postop, and iop was 11 mmhg. Add'l info has been requested to obtain the stent serial number and final outcome.

Manufacturer narrative:
The stent remains in the pt and is not available for eval. No device identifiers are available at this time. Cyclodialysis cleft and stent malposition are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).